Event description:
A customer reported that the adc device is not powering up with a button press or test strip insertion. The customer experienced shaking and a loss of consciousness and ambulance was called. Upon arriving, the customer was provided medial treatment for the diagnosis of hypoglycemia. No further information provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader mcga219-j1919 was returned and investigated with retained strips. Performed visual inspection on returned reader and observed damage to usb (universal serial bus) port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The reader was sent for further investigation. The reader was de-cased, and placed into the reader test fixture to download log. The reader log was unable to download due to the damaged usb port. Therefore, this issue is no confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.